Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.

Event description:
On (B)(6) 2013, the reporter stated that consumer claims to have been using these integra syringes for a while. Never had they retracted. Takes 1 ml about of b12. Pharmacist gave syringes in a bag never the full box with instructions. Never received training on the retracing needle. This time it retracted before she completed her dose and felt it broke inside the injection site but could not see it. The consumer went to the emergency room. An ultrasound was performed and did not find the needle. The doctor pa took the syringe apart and found the needle.